Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump powered up properly after the battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit or failed battery test alarms were noted during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.